Event description:
The customer reported that insulin was squirting out during the prime process. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker.